Manufacturer narrative:
Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that where they connect the patient hose, the plastic piece came off on that side and it is cracked. No patient injury was reported.